Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was pitting in the housing and the bearing was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-testing, before surgery, it was discovered that the attachment device noisy while in use and could not secure the saw blade as intended. As a result, the device did not pass the pre-test. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.